Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to moisture damage to the force sensor resistor. The insulin pump was received with a cracked case at the display window corners, cracked battery tube threads, a cracked reservoir tube lip and minor scratches on the display window.

Event description:
Customer reported that the insulin pump alarmed compromised force sensor during prime. Customer stated the device was not dropped prior to the alarm but has been dropped frequently in the past. Customer was disconnected during prime. The drive support cap normal. Blood glucose value was 246 mg/dl. Nothing further reported.